Event description:
During a tavr procedure, the coronary arteries became occluded with calcium. The patient then developed heart block, requiring a permanent pacemaker. Balloon aortic valvuloplasty (bav) was performed with the edwards 25x4 bav balloon. The valve on the delivery system was inserted into the body, and the patient had a slight pressure drop. The team quickly performed valve alignment as the pressure began to drop. The valve was placed 60/40 aortic/ventricular, as intended. There was no regurgitation and no pericardial effusion. After the valve was placed, the patient¿s blood pressure briefly stabilized before dropping again, into the 40-50s. A root shot was performed that showed minimal flow down the left main. The patient went into heart block; therefore, CPR and bypass were initiated. The left main was wired, and another root shot performed showed no flow down the circumflex artery. ¿chunks¿ of calcium were then removed from the circumflex. Flow was restored, except for a small distal portion of the circumflex. The patient left the room intubated. Five hours post procedure the patient coded in the ICU. A permanent pacemaker (ppm) was placed and the patient was given dobutamine. The patient is table, off of pressures and following commands. The patient had significant annular calcification. The patient¿s native annulus measure 26.7 mm, with an area of 536.2 mm2

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards, , atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the coronary occlusion was attributed to the patient¿s significant native calcification. The exact cause of the heart block is unknown. It is possible that patient factors (significant annular calcification) and procedural factors (pressure from the implanted valve on the cardiac structures) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.